Event description:
The service report shows the customer reported that the 840 ventilator had an erratic display. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) and backlight pcbs. The unit passed extended self testing.